Event description:
The device was returned for the device's o-ring being damaged. During physical inspection, it was found that the device failed the occlusion test, travel coarse error was found and the clutch is slipping.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed during analysis. The customer reported complaint confirmed, the plunger case was damaged and o-ring protruding. It was additionally found that the pump failed occlusion test, travel coarse error, and clutch slipping. The probable cause is due to improper helping and physical damage. The clutch and leadscrew were replaced.